Event description:
It was reported to philips that device has malfunction due to irregular waveform connected to the patient before synchronization begins. Patient involvement information is currently unknown, but no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.